Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The fb tibial impactor broke, cracked in half while impacting the tibia in place. All of the parts were removed and nothing was left on the field. The case was not delayed for any of the broken instrument in the case. All parts were removed and all are being returned to you.

Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this report was not returned for evaluation. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.